Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 277 mg/dl. She retested using a different meter and received a 136 mg/dl. The difference between the reading falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent to the customer and she is expected to return her strips for evaluation.